Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused hearing loss, ear infections and chronic problems. The patient did receive medical intervention and reported to have multiple surgeries. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused hearing loss, ear infections and chronic problems. The patient did receive medical intervention and reported to have multiple surgeries. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer. The manufacturer found unknown dust contamination was observed inside the blower box, contaminant consistent with mineral deposits on the iso port and rear panel, an unknown contaminant to the bottom enclosure and rear panel, an unknown dust contaminant on the o-ring of the rear panel and bottom enclosure, on the blower box outlet and blower seal. The manufacturer also found evidence of liquid ingress with contaminant consistent with mineral deposits on the blower cap, blower,blower seal, blower box, and inside the blower, keratin-like substance on the blower box and the blower seal. The device's downloaded event log was reviewed by the manufacturer and found error code e-130. The manufacturer concludes no evidence of sound abatement foam degradation/breakdown. The manufacturer also confirmed the presence of contaminant and evidence of liquid ingress inside the device. In the intial report b5 section was mentioned incorrectly which should have been as below- the manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged dizziness, ear infections, and hearing loss. There was no report of serious or permanent patient harm or injury. Section b1, b7, d9, g3, h1, h6 has been updated / corrected.